Event description:
The customer reported the ventilator was alarming during normal ventilation operation due to a pressure sensors failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Failure of the pressure sensors during normal ventilation operation may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) replaced the data acquisition pcb board to address the reported problem. Applicable final testing was performed per operating specifications.

Manufacturer narrative:
Correction to include licensed company .

Manufacturer narrative:
Conclusion / root cause: the customer returned data acquisition (da) board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).